Manufacturer narrative:
Device received on (B)(6) 2014. Device will be evaluated and results will be provided in a follow-up submission.

Event description:
Customer was conducting a performance verification on the device and device would not turn on. The customer reported that there was no patient involvement at the time of discovery.